Event description:
It was reported that the dexcom g7 continuous glucose monitor lost signal to the ilet bionic pancreas, triggering dosing stops soon notifications, and the agent guided the user to switch the cgm setting from g7 to g6 and then re-pair the g7 sensor using pairing code 1592, with instructions to verify reconnection after 30 minutes. Symptoms included interruption of glucose data transmission to the ilet. Outcomes included a temporary pause in automated insulin dosing until signal restored. Investigation included technical troubleshooting and user education focused on bluetooth connectivity and device pairing. Investigation of this case revealed a communication issue isolated to the ilet-cgm link rather than the sensor itself. It was concluded that the event was due to cgm-to-pump signal loss, and that reconfiguration and re-pairing were appropriate corrective actions.